Event description:
It was reported that post-operatively to a cardiac ablation procedure, a patient presented to the emergency department with shortness of breath, lightheadedness, dizziness, heart rate readings in the 40s and 50s, and chest discomfort. These symptoms were noted to occur most frequently with position changes and had been experienced intermittently since the ablation. An electrocardiogram was performed, showing sinus rhythm with occasional premature atrial contractions at a rate of 89 and qt interval of 399. Pericarditis was diagnosed. A antiarrhythmic medication was discontinued and nonsteroidal anti-inflammatory drug was initiated for treatment of pericarditis. The symptoms improved significantly after medication adjustment. The event was reported as resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.